Event description:
The pump was returned for evaluation. Device powered on and performed startup tests without producing a pump problem alarm error. After no immediate alarm was triggered a mock infusions were ran. Final acceptance was performed and completed without failure. After no failure was experienced during final acceptance the fva assembly pins and spring cage were examined for any sign of failure. Both spring cage and fva pins were not contaminated or showed any sign of error. Once device was put back together a 2 hour infusion was performed to introduce the fault initially observed by the customer. 2 hour infusion ran without error and device showed no sign of spring cage failure.

Event description:
Customer reports the following: "biomed reported pump problem alarm. Pins were cleaned and ran test infusions, error returned. Biomed confirmed did a full power down and alarms continued and confirmed no patient harm." Preliminary review indicates that this was due to a sticky pin or faulty spring cage. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.